Event description:
Additional information received reported that the patient was fine.

Event description:
Additional information received reported the patient was fine. On (B)(6) or (B)(6) 2011, a reading was done which found on the 0 and 1 contact, with bipolar settings, a measurement of 36 ohms. The patient was on monopolar settings with no apparent problems were found.

Event description:
It was reported that the patient's neurostimulator had "normal" impedance readings at the time of implant. But, when the patient was subsequently seen in the clinic, a short circuit was found. It was noted that electrode combination 0 and 1 was 8 ohms. No patient symptoms or outcome were provided. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Event description:
Follow up information received showed that on an interrogation session on (B)(6) 2011 showed no out-of-range impedance measurements on any of the electrode combinations (range of 1110 to 1846 ohms taken at a voltage of 3.0). The neurostimulator status was noted as "ok". The patient was reported as doing fine. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Further evaluation of the event determined that the implantable neurostimulator (ins) reported under this manufacturer¿s report was not involved in the event. The patient had bilateral ins systems implanted and the other ins was determined to have the reported low impedance. Please refer to manufacturer¿s report # 3004209178-2012-05142 for correct device information that pertains to this event. All follow up information will be reported under that manufacturer¿s report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.